Event description:
On (B)(6) 2013, the patient¿s mother contacted animas to report that the patient developed a high blood glucose (bg) in the 500 mg/dl range with symptoms of extreme thirst and stomachache after a bolus administered via the meter remote did not go thru to the pump. The reporter stated the patient¿s high bg was corrected via injections. At the time of troubleshooting, the patient¿s mother informed the animas representative that the meter remote screen went blank after she entered the bolus information. It was noted that the meter remote was not operable at the time of the call and therefore bolus history could not be reviewed. It is not known if the patient or reporter checked the pump¿s bolus history to confirm if the attempted bolus went through after the meter remote screen went blank. The animas representative noted that the pump¿s bolus history did not show bolus for the time/date the patient stated she sent bolus to pump via meter. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of hyperglycemia after attempting to bolus via the subject meter.

Manufacturer narrative:
The subject meter has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.